Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with all buttons responding properly. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms to suggest any motor or delivery anomalies. During testing, no relevant alarms or motor anomalies were noted. Battery was removed and reinserted after some time, and no lost pump settings were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), scratched case, and pillowing keypad overlay. In conclusion, customer allegations of rewind/motor anomalies were not confirmed when no relevant alarms or anomalies were noted during testing or in download history review files. Additionally, customer allegations with pump losing settings after battery change were not confirmed when no lost settings were noted after removing the battery and reinserting it after some time. Customer allegations with insulin flow blocked alarms were also not confirmed when no relevant alarms were noted during testing or in adapt. Unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple rewinds after a reservoir change, the insulin pump was louder or slower during the rewind, the customer lost pump settings after a battery change and pump has been unresponsive. The customer also reported an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-1884l, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-242a. No product return is required for mmt-1884l. No product return is required for mmt-332a.